Event description:
Reporter used patch for abdominal pain in 2007. She removed it after about 40 minutes and noted a half dollar sized burn on her abdomen along with redness and irritation on area that the patch had covered. Reporter had used heat therapy patches several times before without any problem. She had called her doctor and was waiting for a return call. Add'l info has been requested, but nothing has been received to date.